Manufacturer narrative:
Correction: section d catalog and serial number; h6. Correction: section d serial number; h6.

Manufacturer narrative:
Correction: section d serial number removed; section h6 date removed the complaint device serial number provided is (B)(6) which does not follow the serialization scheme for tandem diabetes care. Multiple unsuccessful attempts were made by tandem diabetes care to clarify the serial number of the device involved. Correction: section d serial number removed; section h6 date removed the complaint device serial number provided is (B)(6) which does not follow the serialization scheme for tandem diabetes care. Multiple unsuccessful attempts were made by tandem diabetes care to clarify the serial number of the device involved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.